Manufacturer narrative:
Device evaluated by MFR: based on the potential root causes identified, the following attributes were examined: the device was received in two sections as the result of a break in the hypotube. The distal section of the device was returned inside the customer's 6fr guide catheter. The guide catheter was dissected by the investigator to remove the distal section of the device. The minimum recommended guide catheter size for this device is 5fr. The customer's guide was noted to be severely kinked approximately 52mm distal of the strain relief. This type of damage is consistent with excessive force being applied. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at approximately 595mm distal to the strain relief. The hypotube was also noted to be severely kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. A microscopic examination identified damage to the tip. This type of damage is consistent with the device encountering resistance when attempting to cross a lesion. A visual and microscopic examination identified no damage to the markerbands or blades of the device. All blades were present and fully bonded to the balloon material. A visual examination identified that the device was not subjected to positive pressure. No issues were noted with the balloon that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a shaft break occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right circumflex. A 15mm x 2.00mm wolverine coronary cutting balloon was used and during treatment, the balloon shaft broke inside the catheter and patient. The detached portion of the wolverine was retrieved into the guide catheter and the balloon and shaft were removed without patient injury. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.

Event description:
It was reported that a shaft break occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right circumflex. A 15mm x 2.00mm wolverine coronary cutting balloon was used and during treatment, the balloon shaft broke inside the catheter and patient. The detached portion of the wolverine was retrieved into the guide catheter and the balloon and shaft were removed without patient injury. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.